Event description:
It was reported that the patient underwent l3-s1 posterior fusion with l5-s1 plif using interbody devices to treat degenerative disc disease. Approximately 2 months post-op, the patient developed leg pain, radiculopathy and posterior migration of the interbody devices. Upon view of MRI, the cages appeared to be proud. The patient underwent a revision surgery approximately 2 months post-op consisting of l5-s1 alif and l3-pelvis psf. The instrumentation was removed and replaced. Cultures were taken with no evidence of infection. The surgeon was happy with the patient's condition after the revision surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.